Event description:
New information received noted that there were inappropriate mode switch episodes noted on the pulse generator and the right atrial (ra) lead from the far r-wave oversensing. No intervention was performed. The patient was in stable condition.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's pulse generator and right atrial (ra) lead exhibited far r-wave oversensing. Noise was also noted on the ra lead. There were no patient consequences.